Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis of electrical did not find any indication of conductor fractures or internal shorts and visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that during a procedure, the left ventricle (lv) lead exhibited inadequate capture values. The lv lead was not used, and a different lead was used to complete the procedure. The patient was stable throughout.